Event description:
It was reported that patient was not getting stimulation in pain area due to the lead had migrated. The patient underwent a spinal cord stimulation (scs) replacement procedure. The patient was doing well postoperatively. The explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20940414. Product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 518806.